Manufacturer narrative:
Date of event/therapy date was sometime in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps from minicap prep kits were damaged. It was reported that the minicaps were cracked, but there were no leaks. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified a crack in the upper part of the minicap. The cause was not definitively determined; however baxter informs that the occurrence of crack in the minicap is strongly related to the application of excessive force during connection with the transfer equipment. Additionally, the product insert states that there must be a spacing between the minicap and the base of the transfer equipment and that feature is present due to an internal relief of the minicap which functions as a reference of how far the part to be threaded to the equipment. Cracking potential increases as the user attempts to eliminate this gap by using force on threading. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.